Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log review also showed an occlusion alarm had triggered on (B)(6) at 9:09 pm and remained active until the next day, (B)(6), at 3:07 pm when the patient performed an infusion set change and restarted the ilet. The likely cause of this event is not responding to the occlusion alarm which resulted in a suspension of insulin delivery.

Event description:
On (B)(6) 2025, a patient's caregiver reported that the patient experienced hyperglycemia and was driven by a neighbor to the ER, the caregiver reported that the patient was deaf. At the hospital, a fingerstick read a bg over 500 mg/dl. The patient was treated with insulin which brought her glucose level within range. The patient was not admitted to the hospital and subsequently discharged. The patient went back on ilet therapy.